Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of probe leaked and error 209 cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated packaging and assembly lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a 19cm solero applicator. During introduction, it was noted that the applicator was beginning to leak from the junction of tubing and handle, once inserted into the patient, and then began leaking near the cartridge. After the first lesion, and during placement in the second lesion, an "error 209" occurred. This error stated that the coolant was hot although it was not. The unit was restarted several times and the bag of saline was changed; however, the error message persisted. The applicator was removed from the patient and another same sized applicator was used to complete the procedure. Additional information reported that the procedure was delayed for greater than 30 minutes while attempts were made to resolve the error 209 code, at which time the patient was sedated. This event meets the criteria a reportable adverse event; patient safety risk due to prolonged procedure greater than 30 minutes (extended sedation). It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.